Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found cut mark on product tubing line. The reported condition of damaged was verified. Due to the nature of the sample, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was cut in the line of a large volume infusor which resulted in a leak. The nurse further described the event as "when the patient woke up, the patient and their bedsheets were wet." The device had been filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.